Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate remained static. Customer¿s blood glucose was 402 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin delivery.